Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Review of the history log confirmed the reported symptom, but the evaluation could not reproduce the reported symptom. The evaluation found that the upstream sensor and pusher were failing. These are known contributors to cause air-in-line alarms. The upstream sensor and pusher will be replaced.

Event description:
It was reported that a pump has a constant air-in-line alarm. It was also reported that there was no patient injury.